Manufacturer narrative:
Visual inspection performed on (B)(6) 2018 by r&d product manager: the impaction plate was locked and it was not possible to move the screw mechanism by hand, but with the use of the related screwdriver (ref. 01.15.10.0293) it was possible to easily disengage the locked components. The event could be related to an excessive torque applied during the unscrewing of the instrument.

Manufacturer narrative:
Batch review performed on 26 july 2018. Lot 1655612a: (B)(4) items manufactured and released on 17 january 2018. No anomalies found related to the problem. To date, this is the first similar event reported on items of the same lot.

Event description:
When the surgeon was repositioning the cup the inserter disengaged from the cup. The surgeon had to remove the cup. Upon removing the cup he noticed that the cup had become damaged. The surgeon used a secondary implant to complete the surgery. There was a 15 minute delay in the case. The surgery was completed successfully.